Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 20th of august 2015 for further investigation. During the investigation the fse ran hemolysis wash on all three buffers and then replaced the buffer filter, check valves, and buffer valves. Fse then ran calibrators and quality controls and all results were within range. The fse then ran 10 samples for verification and better conditioning of the column. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to the check and buffer valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported peak pattern issue with their g8 instrument. The customer indicated to the technical support group (tsg) that the filter count is 210, column count is 3129, retention time is 0.61, all lots onboard the instrument a f lot. Customer checked the buffer volume and changed buffer 2 and then primed the instrument. Tsg suggested to the customer ensure all buffers are the same lot and ensure they are connected to the correct lines and then recalibrate the instrument. On a follow up call with the customer the indicated that they can not recalibrate the instrument and it gives an error. Customer was advised to change the column but it did not resolve the issue. The customer confirmed the lot numbers of the reagents onboard the instrument and indicated that they are three different buffers. Tsg requested the customer to perform a drin flush procedure and run a sample with the doors open to see if there are any leaks from the instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.